Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The connecting screw of the above glenosphere would not engage with the metaglene. To overcome the issue and after multiple attempts the eccentric glenoshere item was used, which engaged easily. It was unclear whether this was surgeon error in that it was not aligned properly and then after multiple attempts damage was done to threads of the connecting screw. Surgical delay of 30 to 40 minutes.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> examination of the returned devices confirms the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).